Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 85% stenosed, mildly tortuous, and moderately calcified de novo lesion in the proximal circumflex artery. Following pre-dilatation with a 1.5x12mm balloon dilatation catheter at 12 and 14 atmospheres, a 4.0x28mm xience prime stent was deployed at the lesion site. A dissection was noted on the distal edge of the stent post-deployment. A 3.5x12mm xience prime stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequeala